Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor was unable to power on. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor would not power on. The cause of the inability to power up is damaged traces on and around the j2005 connector of the auxiliary board. The root cause of the damaged traces cannot be positively identified. No adverse event resulted from the damaged traces. The last pt to use this monitor did not report any deficiencies.